Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that they needed hemospray, the device didn't work correctly, the impression was that the catheter got stuck at the proximal end [clogged catheter - subject of this report]. Unfortunately they disposed of the hemospray and cannot provide the lot number. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Additionally, catheter occlusion/clogging can occur if the red catheter hub is not occluded during advancement into the scope. The instructions for use state the following: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." The instructions for use state the following: "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. This is the most likely cause. Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that they needed hemospray, the device didn't work correctly, the impression was that the catheter got stuck at the proximal end [clogged catheter - subject of this report]. New information was received on 09jan2025, stating that they used an olympus gif 1th190 endoscope, and it was all prepared and done as usual. The powder clotted in the first third of the catheter. Probably humidity "in the system" caused clotting, they cannot tell and they stated that they are not able to answer any other questions. Unfortunately, they disposed of the hemospray and cannot provide the lot number. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.